Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on patch bond edge, missing shell (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on patch bond edge assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.